Event description:
The patient denied surgical intervention/debridement and was discharged with intravenous ceftazidime and three weeks linezolid with plan to transition to indefinite oral bactrim as outpatient.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported the patient was hospitalized on (B)(6) 2020 with fever and chills with purulent discharge from driveline exit site. Computerized tomography (CT) showed stranding and gas locules around driveline. Intravenous (IV) vancomycin and meropenem started on admission. The wound culture grew (B)(6) and 1+ pseudomonas. 2 of 2 blood cultures obtained grew pseudomonas, with resistance only to fluoroquinolones. 1 of 2 blood cultures obtained grew psuedomonas.